Manufacturer narrative:
A ge service rep performed an onsite investigation. The power control board, interconnect cable, and the lemo connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to power on or boot up. There was no pt injury or death reported.